Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 30 mmol/l. Customer stated that they did not put "cabs" in for meal. Customer was not using auto mode. The insulin pump will not be returned for analysis.